Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Family member of customer reported via phone call that customer was hospitalized on (B)(6) 2021 due to high blood glucose level and diabetes ketoacidosis. The blood glucose level of customer was 600mg/dl. The current blood glucose level of customer was 121 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer had experienced symptom related to reported incident including nausea, vomiting, abdominal pain, blurry speech, problems during walk, difficulty in breathing, weakness, confusion. Customer was treated with intravenous insulin drip. It was found that the auto mode feature was not active at the time of incident. Customer stated that infusion set had bent cannula. The sensor had change senor and sensor updating alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 the customer alleged was hospitalized for diabetic ketoacidosis (high bgs), sensor updating/sg value not available alert and change sensor alert. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and keypad overlay texture damage during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. The test guardian link with the watertight tester and communicates properly to the insulin pump. No sensor updating/sg value not available alert or change sensor alert noted. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.3 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer complaint for high blood glucose. The force sensor is within specification and the motor functioning properly. Customer allegation for sensor updating/sg value not available alert and change sensor alert was not confirmed noted. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.